Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer stated that insulin pump had no delivery alerts even replacement. Customer performed the displacement test and it was passed. Customer was reporting past event. Customer stated that event was resolved by changing complete set. Customer treated high blood glucose with bolus. Customer also reported insulin pump buttons were broken. The customer declined troubleshooting for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.